Manufacturer narrative:
Due to character limitation in e1 event site address the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit occured over heating. There was no health damage.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and a running test was performed in the office, and the system overheated again about 24 hours after operation. The scroll compressor and temperature sensor were replaced. Regular inspections were performed with good results.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h11. The failure analysis and testing dept. Received part number 0119-00-0236 and 0206-00-0734 with a reported unit failure of a system overheating. The fat performed a visual inspection and found the part to be in good condition.the fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Probable root cause for cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient could be muffler/filter¿s clogging before scheduled replacement and causing the scroll compressor to increase rpm thus generating more heat or cardiosave¿s chassis fans lack of ability to dissipate heat generated by the medical device and scroll compressor or the cardiosave drive regulator drifting/leaking causing the scroll compressor to increase rpm and increasing the heat generated or temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling.